Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on pump reset, and successfully reset pump with assistance; no additional information was received regarding further outcome.